Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received no delivery. The customer's blood glucose level was 15 mmol/l at the time of the incident. It was reported that the insulin pump alarmed no delivery again after the customer was advised to rewind, reinsert reservoir and load reservoir/fill tubing was performed. It was indicated that the insulin pump will be returned and replaced.

Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with cracked case on the back at the reservoir tube lip. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.